Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was "high", although a specific value was not given. At time of troubleshooting customer had taken no action to address bg level. Replacement pump was sent to customer to resolve the issue.